Event description:
Caller reported an issue with chronic occlusion alarms occurring on her tandem mobi pump over a period of time. The customer's blood glucose level was impacted, registering as "high" no specific value known. To address the high blood glucose level, the customer administered a correction injection. In addition, she cleared the occlusion alarm and resumed insulin.